Event description:
The customer reported the system would not boot up. There was no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the isolation transformer. The system operates as intended.